Manufacturer narrative:
Correction made to f10/h6 device code: 435 (previously submitted as 431). H4: the lot was manufactured from may 31, 2019 - june 3, 2019. H10: the actual device was received for evaluation. Visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bladder with green colored water. After fill, the blue winged luer cap was used to securely close the luer. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked between the luer adaptor and the blue winged luer cap. This occurred after filling at the hospital. There was no patient involvement. No additional information is available.